Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer accidentally disconnected at the luer lock instead of at the site causing an air bubble to form in the tubing. Customer reported a blood glucose level of 366 (mg/dl) and delivered a manual injection. Customer was advised how to properly use the fill tubing feature to remove the air bubble.